Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed and the insulin pump continued alarming motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error and failed the displacement test as a result of a motor encoder signal being out of phase.